Manufacturer narrative:
(B)(4). D10: cat# 010000665 lot# 7067194 shell, g7 3 hole, pps. Cat# 20103606 lot# 65509444 liner g7, longevity. Cat# 6500662 lot# 3062881 head biolox delta ceramic 36. +3. Product remains implanted and will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2024-00680.

Event description:
It was reported that approximately 3 months post implantation of a right total hip arthroplasty, the patient began to experience right lateral pain. The pain was thought to be attributed to trochanter bursitis and it band irritation. The patient was instructed to use icing techniques, topical creams, and was prescribed meloxicam and physical therapy. At the one-year post-operative, the patient is progressing without complications, and all implants remain in place. No additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6. Bursitis is the inflammation or irritation of the bursae (the fluid filled sac that cushions the joint) and is typically caused by repetitive motion, overuse, and pressure to the bursae. Bursitis is a very common condition that can impact any of the joints and can last for a short duration or years. Symptoms the patient can experience include pain, tenderness, swelling, stiffness, decrease in movement, and/or redness at or around the joint that is involved. Conservative treatment consists of over the counter (otc) medications pain relievers and anti-inflammatories, rest, ice, elevation, and applying pressure wraps. If conservative treatments fail, physical therapy, aspiration, arthroscopy, or steroid injections may be necessary. The complaint indicates that postop bursitis developed and required medical intervention for treatment. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device; the reported event (bursitis) is a procedure related complication and not device related; therefore, a review of the device history records was not performed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.